Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 6000 c (501) module - c501. Of the three samples, two samples had erroneous sodium and chloride results. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a sodium value of 159 mmol/l and repeated as 143 mmol/l. The second sample initially resulted with a chloride value of 116.1 mmol/l and repeated as 98.8 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer changed a pump and found that wash tubing was broken in half. He repaired the tubing and after this the instrument works within specifications.